Event description:
The pt experienced a lack of effect, intermittent stimulation, and no stimulation in a cervical implant. The impedance reading was >3600 ohms. The lead was replaced. The health care professional was uncertain. If the electrode had broken contacts. The pt recovered without sequela.

Manufacturer narrative:
See scanned page.